Event description:
A report was received that the patient underwent an explant procedure due to a non-device related infection. It is unknown if the infection was procedure related. The symptom was that the patient's skin looked like leather. The physician believed the infection was due to the patient's immune system. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), 459463 description: linear st lead, 70cm model #: sc-4316 lot #: 15402805 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to a non-device related infection. It is unknown if the infection was procedure related. The symptom was that the patient's skin looked like leather. The physician believed the infection was due to the patient's immune system. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional information received that the infection was not device or procedure related. Infection has been treated.